Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. The consumer reported pain, burning, red and swollen eyes after product use resulting in a visit to an eye doctor. Doctor's record indicated patient had conjunctivitis and care information included reference to "pink eye." The patient was prescribed antibiotic drops. The consumer reported that the conjunctivitis went from one eye to another and it lasted 10 days. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The conjunctivitis transfer from one eye to the other can occur with "pink eye." Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported pain, burning, red and swollen eyes after product use resulting in a visit to an eye doctor. Doctor's record indicated patient had conjunctivitis and care information included reference to "pink eye." The patient was prescribed antibiotic drops. The consumer reported that the conjunctivitis went from one eye to another and it lasted 10 days. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.